Manufacturer narrative:
This ipg serial number is also included in a field advisory: 1627487-07262012-002-r.

Event description:
It was reported that the patient's ipg became inoperable, due to not utilizing the system as recommended. As a result, the patient's ipg was explanted and replaced to address the issue.